Event description:
The manufacturer received information alleging a trilogy ventilator failed successful startup due to continual rebooting timeout. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed . The device's system and computer processing unit board assembly required replacement to address the issue. However, no repairs were completed because the device was scrapped.